Event description:
It was unable to generate a report on the center's account. An explanation is required.

Event description:
It was unable to generate a report on the center's account. An explanation is required.